Event description:
It was initially reported that the patient's system had not worked in so long and that the implantable neurostimulator recharger (insr) was not working. It just stopped working and it had been about a month prior to the report. The last time she charged the system was about 3 days before insr stopped working. It was not making contact with her implantable neurostimulator (ins) and it was not connecting. A coupling problem was reported. The patient was getting 0 boxes shaded and at the time of the report was getting 2 after doing antenna locate (al) feature. The patient had gotten 4 boxes shaded before. After rotating dial again the patient was able to get 4 boxes and was at a 1/4 charged. She attempted to turn on stimulation and got warning screen to charge. It was stated that the patient first thought the coupling boxes meant it was done charging. The patient was also unable to adjust stimulation with the patient programmer, so charging the ins was recommended. The patient also had no stimulation sensation for one month. It was later reported that since (B)(6) 2014, patient's stimulator had not worked. The patient was in constant pain and couldn't get any relief. She had not seen a doctor since (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).